Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a thrombus was visualized under echocardiogram in the pulmonary artery at the outlet of the impella. The patient was transported to surgery and no thrombus was identified. The pump positioning was checked and found to be in good position and working as intended. Weaning was successful, the device was removed. Patient was stable post explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.